Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime within the last month. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was no longer getting adequate coverage on the right side due to the right lead migrated. The patient underwent a revision procedure wherein the right lead was repositioned. The patient was doing great postoperatively.